Event description:
It was reported that during an unknown procedure, the surgeon used to use hand control, but when he pressed the button, the scalpel did not work. Then the surgeon used foot switch to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.